Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown, and concern with the product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Yellow particles observed in the surface of the shell. Observed total delamination on the plug strap disk shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown, and concern with the product. Device has been explanted.